Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 495 mg/dl at the time of incident and low blood glucose value was 54 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump was under delivery. The customer stated that they ran a displacement test before he put a new reservoir and insulin pump passed, also ran a self test before he put new infusion set to his body. Customer stated they seem to be had a problem with insulin pump and blood glucose value was 253 mg/dl they did correction using the insulin pump. Customer other blood glucose value was 352 mg/dl and did bolus then 302 mg/dl, 376 mg/dl and patient ate english muffin 2 egg after that blood glucose was 495 mg/dl. Customer other relevant value was 305 mg/dl, 280 mg/dl, 216 mg/dl, customer used manual shot and blood glucose value was 288 mg/dl correction for 587 mg/dl. The insulin pump will not be returned for analysis.